Manufacturer narrative:
The device was returned for evaluation. A functional test was performed on the device including the pbp scale and the device was found to be compliant with specifications. A simulated test was run for about one hour with no issues detected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The analysis of the treatment log confirmed the pbp alarm started appearing about 4 hours into the treatment insistently and recurrently appeared for an additional hour before treatment was discontinued. The operator did not follow the prescribed procedure for resolution of the alarm. There was no anticoagulation given during the treatment. The blood flow was maintained during the entire treatment and increased during the period of the alarms, also, the filter pressure remained stable during the alarms; thereby contradicting the reported clotting of the blood inside the set. The blood sequestered into the set was 152 ml. Alarm situations are intended to notify the user of conditions with the machine or setup. The prismaflex technical investigation does not indicate a machine malfunction, all check passed and the machine was found to be compliant with specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex control unit, blood clotting was observed. Treatment was ended without blood restitution which was reported to cause a drop-in hemoglobin, (no numerical values were reported). It was reported the patient required a blood transfusion. At the time of this report, the patient outcome was not reported. No additional information is available.